Event description:
Complainant alleged that while attempting to monitor a (B)(6) female pt, the device's display was flashing and clinical info could not be seen. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.